Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece measuring 57.7 cm with the helix extended, stretched, bent, and clogged with blood. X-ray examination found the helix stretched and bent at the helix region, which is consistent with procedural damage. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead was found to be bent, while maneuvering to find the placement. The right ventricular lead was eventually not used and replaced. The patient was in stable condition throughout the procedure.